Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer's insulin pump was malfunctioning. The caller also reported the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a high blood glucose of 1500 mg/dl. It was reported the customer was vomiting nonstop and emergency services were called. It was also found that the buttons on the insulin pump were not functional prior to the hospitalization. The caller reported the buttons had to be pressed 10 times to enable a response. The customer was wearing the insulin pump at the time of hospitalization. The nurse declined to further troubleshoot. Customer's current blood glucose was 384 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. All buttons functioning properly. No damage in the keypad assembly noted. However, found unlocked lcd keypad connector. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.